Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-92334.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a low blood glucose level of 20 mg/dl. Customer could not walk, talk, or think. Customer was unsure of the cause of the low blood glucose level. Customer will call back if further assistance is needed. Customer stated that he went low because he was high. Customer stated that due to insulin dosage, he went too low. No further assistance needed.